Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The physician believes the patient had some sort connective tissue disease that was undiagnosed and believes that the patient's death was not related to the stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name valiant captivia - cw; product ID vamc3834c150tu (serial: (B)(6)); product type: 0180-aortic stent graft; implant date (B)(6) 2024; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a 200mm thoracic aortic dissection. The patient was previously diagnosed with a type b dissection 2 months prior to the index procedure. During a prior hospitalization, the patient developed a bowel obstruction requiring surgical intervention. Following recovery, the patient underwent tevar. The index procedure went well, and the two valiant captivia stent grafts were implanted with no issues and the patent was discharged. 8 days post index procedure the patient experienced extreme pain that disrupted sleep. Subsequent CT imaging revealed an ascending hematoma. Emergency intervention to repair the ascending aortic arch was performed the following the morning.the ascending arch was repaired however, the patient suffered cardiac arrest upon waking and could not be resuscitated, resulting in death 9 days post index procedure. Per the physician the cause of the ascending hematoma is undetermined.